Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (did not pass incoming testing) was confirmed. Upon investigation the front response button was non-functional. The cause for the failure was contamination on the response button switch. The response button cover showed signs of physical abuse. The root cause for the contamination was ingress of an unknown liquid.

Event description:
The monitor was returned for investigation and did not pass incoming functional testing.